Event description:
A journal article was reviewed which contained information regarding right ventricular (rv) leads. The article discusses lead extractions between two manufacturers. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were major complications involved with the extraction of the leads. For this manufacturer, there were three (3) deaths that were ¿procedure-related.¿ two died from ¿laceration of the superior vena cava/right atrial junction,¿ which resulted in pericardial effusion in one patient and a hemothorax in another patient. Both underwent emergency surgery, but both died in the operating room. The third death was due to pulseless electrical activity (pea) after the lead was extracted. There was no evidence of any pericardial effusion, hemothorax, or pneumothorax, but this patient died despite resuscitation attempts. The one other major complication was due to a pericardial effusion that required drainage with no further complications. The article also listed other complications/allegations such as lead ¿malfunction,¿ recalled/advisory leads, and infection/endocarditis as the reasons for the lead extraction. The status of the leads is unknown. Further follow up did not yet yield any additional information. The cause of death and device /relatedness has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Possible lead models referenced in the article could include: 6930, 6931, 6948, and 6949. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: outcomes of sprint fidelis and riata lead extraction: data from 2 high-volume centers. Heart rhythm. 2015;12(6) :1216-1220. (B)(4).